Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share data log was reviewed and showed a transmitter alert error on the issue date. The customer complaint of a transmitter failed error was confirmed. The root cause was unable to be determined post investigation.